Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was not powering on then did not power off additionally, the meter had a line through its display. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 9am. It is unknown how the patient manages her diabetes or what action she took in response to not being able to test. She claimed the night prior to the alleged issue occurring, she was experiencing symptoms of "frequent urination" and despite her symptom she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the power button, but not the strips were not available for troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.